Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08817 it was reported that high capture threshold was observed on the right atrial (ra) and left ventricular (lv) lead. Low sensing was also noted on the ra lead. The ra and lv leads were capped on (B)(6) 2020. The new ra lead was implanted. The patient was stable and discharged home.